Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump functioned properly. However, the insulin pump had an intermittent button response noted due to flattened dome switch on the esc button. The insulin pump had an intermittent button response noted due to flattened dome switch on the esc button. The insulin pump also had minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer called and reported he was hospitalized with blood glucose of 29 mg/dl, after the customer passed out and had a low blood glucose of 25 mg/dl. The customer reportedly treated with food. Customer stated the reason for the low blood glucose was that the insulin pump buttons malfunctioned and insulin was accidentally pumped. Customer further stated he had to smack the insulin pump on the table to get it to work. No significant events were recalled leading up to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.